Event description:
It was reported by the customer's father, that the customer received excessive no delivery alarms. The customer's father brought up the recall for the insulin pumps with the scroll wrap feature. Customer's blood glucose level at the time 424mg/dl. Partial troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.